Event description:
Ph-21-7106 set, ext cadd m/m ii 60 tubing would not prime. Talked wife through different possibilities why pump was alarming high pressure alert and finally had her change the extension tubing and then it worked line. I asked her to save the tubing in case the MFR wants it back. Called pt on (B)(6) 2016 and the pump is working fine with the new tubing attached. Pt will send the defective tubing back when she sends back the extra pump. I will have an extra tubing sent to the pt. Reported to (B)(6) by pt/caregiver. Dose or amount: 8 nkm, frequency: continuous, route: IV. Dates of use: (B)(6) 2014 to current. Reason for use: pah.